Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced repeat occlusion alarms with an infusion set (contact detach) during a meal bolus, resulting in elevated blood glucose of 223 mg/dl; troubleshooting included disconnecting and performing a fill-tubing-only priming, which cleared the alert, and the user was instructed to change supplies if the alert recurred and to avoid further bolus announcements due to partial meal delivery. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed obstruction of insulin flow associated with the connector/coupler and a deformation problem consistent with an occlusion that resolved after supply change. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.